Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous proximal end of left anterior descending ( lad) artery. After performing dilatation using a non-bsc balloon catheter, a 12mmx3.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, when pressure was applied up to 5 or 6 atmospheres, it was not confirmed that the balloon was inflated. The device was removed from the patient. Upon examination, it was confirmed that the balloon ruptured. It was not a pinhole rupture. The procedure was completed with a different device. There were no patient complications reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).